Event description:
It was reported that during troubleshooting for an unrelated alarm on a homechoice (hc) machine during initial drain, the caregiver (cg) found air bubbles in the patient line. There was nothing found with the setup during troubleshooting that would cause or contribute to the issue. The technical services representative (tsr) assisted the cg to end therapy and start over with new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.